Event description:
It was reported by a patient family member that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD), electrode and a non-boston scientific pacemaker developed endocarditis and received treatment in august or (B)(6) 2025. The specific date, root cause and treatment provided is not known at this time. No additional adverse patient effects were reported. Available information indicates that this device remains in service. The reporting family member did not provide their name. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.